Manufacturer narrative:
The medtronic complaint handling team received this information via e-mail regarding a complaint from a social media medium. (B)(6). This information was posted on social media in response to a previous comment posted and reported by medtronic to your attention under ref: regulatory rep # 2953200-2017-01785

Event description:
Upon review of social media, a comment on intervention to resolve endoleak was noted. The comment stated as follows: ¿have already had to fix many patients with this failed "therapy" using fevar with long effective seal zone (35-40 mm)¿. No other clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.